Event description:
Reporting status: malfunction. Reporting rationale: separated shaft has caused or contributed to patient injury previously. Device issue: separated shaft. It was reported that when the device was removed from the hoop, the device was noted to be separated at the hypotube. No patient involvement. No additional event or patient information is available. This event is being filed based on the rg lab analysis of the device, which revealed a shaft separation at the mid lap joint.

Manufacturer narrative:
Result code - product performance engineering could not determine a conclusive root cause for the separated shaft. Evaluation summary: quality assurance analysis revealed the balloon catheter was returned without any blood visible. There was contrast visible in the inflation lumen. The balloon had loose folds. The shaft was separated at the mid lap joint. Both parts of the catheter were returned. There was 7 cm of mandrel sticking out of the separated lap joint. There was a bend in the mandrel 1 cm distal to the edge of the lap joint. There was adhesive visible in the proximal end of the lap joint. The distal end of the separated lap joint was slightly stretched. There was no other damage noted to the balloon catheter. Product performance engineering reviewed the incident information. Factors that may contribute to the shaft separations include, but are not limited to, manufacturing, material/bond weakness, kinks/bends, tensile overload, mishandling, or an interaction with associative devices. The condition of the returned devices appears to be inconsistent with the reported information that the shaft was separated as the device was removed from the packaging since the analysis found contrast visible in the inflation lumen and the partially inflated balloon. This indicates that the device had at least been prepped for use and suggests that, at some point, positive pressure may have been applied to the system, causing the balloon to slightly expand. The analysis revealed that the shaft was separated at the mid lap joint and not the hypotube as originally reported. Additionally, a portion of the mandrel was sticking out of the separated lap joint, which was noted to be bent. Visual inspection noted adhesive evident in the proximal end of the lap joint, which indicates that the device had been adequately bonded during the manufacturing process. Although the separation did not appear to be jagged, there was slight stretching visible upon further investigation of the device, suggesting that the separation may be related to tensile overload. It is possible that the separation occurred as a result of device mishandling during product preparation, though this could not be confirmed. Based on the information received with this incident and the returned device analysis, no conclusive root cause can be determined. To ensure this type of damage is not a result of a manufacturing related issue, all devices are 100% visually inspected for damage during the manufacturing process and a sampling of units is destructively tested to verify lumen integrity. A review of the finished device lot history record (lhr) did not reveal any non-conforming material reports associated with this lot and all on-line inspections and testing and manufacturing criteria. This MDR is considered closed by the product performance group.